Manufacturer narrative:
Product ID 8711, lot# j11286r59, implanted: 2002 (B)(6); product type catheter. (B)(4).

Event description:
The patient¿s family brought the patient to the ER (emergency room) thinking that he was having an overdose. The patient was hospitalized. The pump was reprogrammed and set to minimum rate. The device system was delivering compounded baclofen, dilaudid, clonidine, and bupivacaine. The patient symptoms, cause of the event, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.